Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly parts of coil left in my fallopian tube (2017') and pelvic pain ('severe and persistent pelvic pain/a lot of pain stopped') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tumor excision in november 2018, tooth extraction in january 2018, intrauterine contraception from 2001 to 2003 and carcinoma nos. Previously administered products included for an unreported indication: depo provera from 1998 to 1999. Concurrent conditions included depression since 2012, anxiety since 2012, post-traumatic stress disorder and ovarian cyst (right). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("worsening depression/psychological problems"), anxiety ("mental anguish because I could not have any more kids"), peripheral swelling ("swelling in feet and legs"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), urinary tract infection ("reoccurring uti (urinary tract infection)"), pollakiuria ("frequent urination") and migraine ("migraines/pain: head"). In october 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal spotting of menstrual cycle, sometimes very heavy bleeding/blood clots"), back pain ("sharp stabbing back pain"), abdominal pain lower ("excessive cramping") and abdominal pain ("pain in my abdominal area"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post-traumatic stress disorder ("ptsd"). The patient was treated with hydroxyzine, quetiapine fumarate (seroquel xr), rizatriptan benzoate (maxalt) and surgery (left fallopian tube removal on (B)(6) 2009, and hysterectomy with right coil removed on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, back pain, peripheral swelling, vaginal discharge, urinary tract infection, pollakiuria and migraine outcome was unknown, the pelvic pain and menorrhagia had resolved, the depression, anxiety and post-traumatic stress disorder had not resolved and the dyspareunia, abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device breakage, dyspareunia, menorrhagia, migraine, pelvic pain, peripheral swelling, pollakiuria, post-traumatic stress disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: date of insertion (B)(6) 2005 previously date was may2005 (discrepancy noted). Date of removal: (B)(6) 2009 left fallopian tube with doctor. (B)(6) 2009 -hysterectomy with right coil removed by physician. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, uti (urinary tract infection)". Diagnosis: fallopian tube with essure device, salpingectomy: fallopian tube with no significant pathologic change. Foreign body (essure device). Preoperative diagnosis: chronic pelvic pain. Postoperative diagnosis: 1- right ovarian cyst. 2- appearance of transluminal perforation of usha device on the left fallopian tube. Per pfs: she still had to deal with cramping that is on and off. Current weight: 170lbs. Per medical record: pathology report: right ovarian fluids, cytology. Negative for malignant cells. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: fallopian tube block.. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: anxiety, depression, urinary tract infection, pelvic pain and dyspareunia". Further company follow-up with the consumer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events¿ excessive cramping, pain in my abdominal area and ptsd (post-traumatic stress disorder) were added. Reporter, demographic, medical history, concurrent condition and historical drug and treatment medications were added. Events¿ pelvic pain and menorrhagia outcome was updated to recovered resolved. Event¿ anxiety and depression¿ was updated to not recovered/not resolved. Event ¿dyspareunia¿ was updated to recovering/resolving. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly parts of coil left in my fallopian tube (2017'), fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('severe and persistent pelvic pain/a lot of pain stopped') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tumor excision in (B)(6) 2018, tooth extraction in (B)(6) 2018, intra-uterine contraceptive device from 2001 to 2003, carcinoma nos, thyroid cancer and hypothyroidism. Previously administered products included for an unreported indication: depo provera from 1998 to 1999. Concurrent conditions included depression since 2012, anxiety since 2012, post-traumatic stress disorder and ovarian cyst (right). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("worsening depression/psychological problems"), anxiety ("mental anguish because I could not have any more kids"), peripheral swelling ("swelling in feet and legs"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), urinary tract infection ("reoccurring uti (urinary tract infection)"), pollakiuria ("frequent urination") and migraine ("migraines/pain: head"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal spotting of menstrual cycle, sometimes very heavy bleeding/blood clots"), back pain ("sharp stabbing back pain"), abdominal pain lower ("excessive cramping") and abdominal pain ("pain in my abdominal area"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure (ess205). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post-traumatic stress disorder ("ptsd"), seizure ("seizure") and bipolar disorder ("bipolar disorder"). The patient was treated with hydroxyzine, quetiapine fumarate (seroquel xr), rizatriptan benzoate (maxalt) and surgery (left fallopian tube removal on (B)(6) 2009, and hysterectomy with right coil removed on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, back pain, peripheral swelling, vaginal discharge, urinary tract infection, pollakiuria, migraine and seizure outcome was unknown, the pelvic pain and menorrhagia had resolved, the depression, anxiety, post-traumatic stress disorder and bipolar disorder had not resolved and the dyspareunia, abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bipolar disorder, depression, device breakage, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain, peripheral swelling, pollakiuria, post-traumatic stress disorder, seizure, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: date of insertion (B)(6) 2005, (B)(6) 2005 previously date was (B)(6) 2005 (discrepancy noted). Date of removal: (B)(6) 2009 left fallopian tube with doctor. (B)(6) 2009-hysterectomy with right coil removed by physician. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, uti (urinary tract infection)". Diagnosis: fallopian tube with essure device, salpingectomy: fallopian tube with no significant pathologic change. Foreign body (essure device). Preoperative diagnosis: chronic pelvic pain. Postoperative diagnosis: 1- right ovarian cyst. 2- appearance of transluminal perforation of usha device on the left fallopian tube. Per pfs: she still had to deal with cramping that is on and off. Current weight: 170lbs. Per medical record: pathology report: right ovarian fluids, cytology. Negative for malignant cells. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: fallopian tube block.. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: anxiety, depression, urinary tract infection, pelvic pain and dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly parts of coil left in my fallopian tube (2017'), fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('severe and persistent pelvic pain/a lot of pain stopped') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tumor excision in (B)(6) 2018, tooth extraction in (B)(6) 2018, intra-uterine contraceptive device from 2001 to 2003, carcinoma nos, thyroid cancer and hypothyroidism. Previously administered products included for an unreported indication: depo provera from 1998 to 1999. Concurrent conditions included depression since 2012, anxiety since 2012, post-traumatic stress disorder and ovarian cyst (right). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("worsening depression/psychological problems"), anxiety ("mental anguish because I could not have any more kids"), peripheral swelling ("swelling in feet and legs"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), urinary tract infection ("reoccurring uti (urinary tract infection)"), pollakiuria ("frequent urination") and migraine ("migraines/pain: head"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal spotting of menstrual cycle, sometimes very heavy bleeding/blood clots"), back pain ("sharp stabbing back pain"), abdominal pain lower ("excessive cramping") and abdominal pain ("pain in my abdominal area"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure (ess205). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post-traumatic stress disorder ("ptsd"), seizure ("seizure") and bipolar disorder ("bipolar disorder"). The patient was treated with hydroxyzine, quetiapine fumarate (seroquel xr), rizatriptan benzoate (maxalt) and surgery (left fallopian tube removal on (B)(6) 2009, and hysterectomy with right coil removed on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, back pain, peripheral swelling, vaginal discharge, urinary tract infection, pollakiuria, migraine and seizure outcome was unknown, the pelvic pain and menorrhagia had resolved, the depression, anxiety, post-traumatic stress disorder and bipolar disorder had not resolved and the dyspareunia, abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bipolar disorder, depression, device breakage, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain, peripheral swelling, pollakiuria, post-traumatic stress disorder, seizure, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: date of insertion (B)(6) 2005 previously date was (B)(6) 2005 (discrepancy noted). Date of removal: (B)(6) 2009 left fallopian tube with doctor. (B)(6) 2009-hysterectomy with right coil removed by physician. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, uti (urinary tract infection)". Diagnosis: fallopian tube with essure device, salpingectomy: fallopian tube with no significant pathologic change. Foreign body (essure device). Preoperative diagnosis: chronic pelvic pain. Postoperative diagnosis: right ovarian cyst. Appearance of transluminal perforation of usha device on the left fallopian tube. Per pfs: she still had to deal with cramping that is on and off. Current weight: 170lbs. Per medical record: pathology report: right ovarian fluids, cytology. Negative for malignant cells. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: fallopian tube block. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: anxiety, depression, urinary tract infection, pelvic pain and dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received- new event fallopian tube perforation and seizure, bipolar disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("excessive cramping"), menorrhagia ("abnormal spotting of menstrual cycle, sometimes very heavy bleeding/blood clots"), back pain ("sharp stabbing back pain"), depression ("worsening depression"), anxiety ("mental anguish because I could not have any more kids"), peripheral swelling ("swelling in feet and legs"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), urinary tract infection ("reoccurring uti"), pollakiuria ("frequent urination") and migraine ("migraines"). The patient was treated with surgery (left fallopian tube removal on (B)(6) 2009, and hysterectomy with right coil removed on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, muscle spasms, menorrhagia, back pain, depression, anxiety, peripheral swelling, dyspareunia, vaginal discharge, urinary tract infection, pollakiuria and migraine outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, menorrhagia, migraine, muscle spasms, pelvic pain, peripheral swelling, pollakiuria, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2005 previously date was (B)(6) 2005 date(s) of removal: (B)(6) 2009 left fallopian tube with dr. On (B)(6) 2009 -hysterectomy with right coil removed by physician. Possibly parts of coil left in my fallopian tube concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, uti, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: result: fallopian tube block. Further company follow-up with the consumer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: case become incident. Previously added injury nos was replaced with new events: pelvic pain, abnormal spotting of menstrual cycle, excessive cramping, sometimes very heavy bleeding, blood clots, sharp stabbing back pain, worsening depression, mental anguish because I could not have any more kids, swelling in feet and legs,painful intercourse,vaginal discharge, reoccurring uti, frequent urination, migraines were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.